Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the pt underwent a gynecological procedure on (B)(6) 2002 and boston scientific repliform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.